Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles and strange odor in the device. The patient alleged difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles and strange odor in the device. The patient alleged difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During inspection, dust-like contamination at the air inlet of the blower box, dust-like contamination on the outside of the ui panel, dust-like contamination on the blower motor, no odor was detected from the device during the investigation. Black fiber contamination (inconsistent with degraded sound abatement foam) in the top enclosure was observed. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's downloaded logs were reviewed by the manufacturer. There were one error found. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Section d8, d9, h3, and h6 updated in this report.